Event description:
Althin medical gmbh reported an incident at phv. Backfiltration; pt was disconnected immediately. The flow equalizer valve did not close correctly (open, should have been closed). Patient because "pumped up". This is a preliminary report. More info has been requested concerning the pt.